Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Event description:
On 11/21/2022, it was reported by a sales representative via phone that a ar-1588rtt acl tightrope the 1st pass went through the graft and the needle popped off, along with a ar-2385-10 tendon graft cutting blade would not snap into into the handle it snaps into it did not fit. This occurred during a acl reconstruction on (B)(6) 2022. New devices were brought in, and the case was completed with no patient effect reported.